Event description:
During a post whipple rendezvous procedure, the physician used a cook endoscopy echotip ultrasound needle to puncture the pancreatic duct via the stomach. A cook endoscopy roadrunner extra support wire guide was advanced through the needle in an attempt to gain access to the pancreatic duct. The physician began withdrawing the needle to leave the wire guide in place. At this time, the wire guide reportedly became caught inside the needle. The spring coil tip detached from the wire guide and became lodged between the pancreatic duct and the stomach. Forceps were used to remove the detached section of the spring coil tip from the patient. No portion of the wire guide remained in the patient. Another wire guide was used to complete the rendezvous procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The initial reporter indicated this occurrence will be reported to the FDA by the medical facility. However, the date this was reported and the uf/importer report # was not provided to cook endoscopy. Evaluation: our evaluation of the returned device confirmed the event. The spring coil tip of wire guide has stretched and is broken. The spring coil tip has separated from the wire guide near the distal end. The inner core wire is visible at the damaged area and remains intact. Approximately 10cm of the stretched coil has separated from the wire guide and was included in the return. The remaining section of the spring coil tip remains attached to the wire guide. The sections of the wire guide have been returned to our approved wire guide supplier for product evaluation. A follow-up MDR will be submitted within 30 days of receiving the competed product evaluation report from the wire guide supplier. After a review of the twelve month complaint history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: the roadrunner extra support wire guide was used with a metal tipped device (echotip ultra ultrasound needle) and the intended uses of these devices were not followed. These are the most likely causes for the reported wire guide damage. The intended use provided in the instructions for use for the echotip ultra ultrasound needle states this device is used with an ultrasound endoscope for delivery of injectable materials into tissues during endoscopic procedures and fine needle aspiration of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. The intended use for this needle does not include penetration of gastrointestinal organs for placement of a wire guide. The instructions for use direct the user not to use this device for any purpose other than the stated intended use. The intended use provided in the instructions for use for the roadrunner extra wire guide states this wire guide is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). The intended use for this wire guide does not include advancement through a needle during a rendezvous procedure. The instructions for use direct the user not to use the device for any purpose other than the stated intended use. The instructions for use for the roadrunner extra support wire guide contains the following precaution: "the roadrunner wire guide is compatible with 0.018 inch or larger non-metal tip wilson-cook [cook endoscopy] wire guided devices. Use of the roadrunner with metal tip ercp devices may result in damage to the external coating and/or the spring coil tip of the wire guide." Prior to distribution, all roadrunner extra support wire guides are subjected to a visual, dimensional and functional inspection to ensure device integrity. This inspection includes checking the security of the spring coil tip of the wire guide. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type or occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.